Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00903, 3005168196-2016-00905. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the lantern through a non-penumbra diagnostic catheter, the physician kept advancing the diagnostic catheter over the lantern. Without observing this, the physician advanced a ruby coil; however, the coil became stuck within the diagnostic catheter which unintentionally detached and therefore, required the physician to withdraw the diagnostic catheter and the lantern to flush the ruby coil out. After flushing the ruby coil out of the catheter, the physician noticed that the tip of the lantern catheter was kinked; therefore, the lantern was replaced with a new one. As the physician attempted to advance another ruby coil, the same thing happened again. The ruby coil became stuck and unintentionally detached within the diagnostic catheter as the lantern was not completely advanced through it. The physician removed the catheters to flush the ruby coil out and completed the procedure using the same catheters with new ruby coils. There was no report of an adverse effect to the patient.